Manufacturer narrative:
Unit passed displacement test and self test. Pump error confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed hardware low level failures. The blood glucose of the customer was 4.5 mmol/l. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm(s) and also able to rewind the insulin pump. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.